Event description:
It was reported by the rep that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, staple line bleeding occurred. Opened another device to complete the case. There was no consequence to pt.